Event description:
A consumer reported that a 1 meter explosive flame came out of the canister after she removed the actuator with applicator. The consumer's carpet was reportedly damaged during this incident.

Manufacturer narrative:
The implicated device was collected by (B)(4) and sent to (B)(4) (canister contract manufacturer) for further evaluation. A follow-up report will be submitted after the product evaluation has been performed.